Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left breast prosthesis rupture, left breast pain. Concomitant medical products: mentor memorygel breast implant 350cc gel breast prosthesis, catalog #3543507, lot #148992. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 350cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s left breast prosthesis was diagnosed by ultrasound. In addition, the patient developed pain in her left breast. As a result, the patient will undergo explantation on (B)(6) 2020.

Manufacturer narrative:
On 05-aug-2020, mentor completed a second investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and developed breast pain. During the visual evaluation, of the device, siltex cracking was observed on the posterior aspect. A tear within the siltex cracking measuring approximately 0.4 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A second product was received. No adverse events were reported for this contralateral device, therefore no further analysis is required. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 14-jul-2020, the mentor failure analysis lab received the device for evaluation. On 23-jul-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During the visual evaluation, of the device, siltex cracking was observed on the posterior aspect. A tear within the siltex cracking measuring approximately 0.4 cm was observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. A second product was received. No adverse events were reported for this contralateral device, therefore no further analysis is required. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02/07/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10-jun-2020, mentor received additional information about the event. It was initially reported to mentor that the explantation date is on (B)(6) 2020. New information states that the explantation date is on (B)(6) 2020. The patient had both of her breast prostheses removed and they were replaced with mentor memorygel breast implant 300cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).